Manufacturer narrative:
A review of sample evidence is consistent with the reported complaint; however, the defect cannot be traced to kc. Records show the lot was produced according to the specification and met the acceptance criteria for product release. No insertion tube defects or petal damage was observed during the routine inspections for the lot.

Event description:
Report 1 of 3. Consumer reported that with an unspecified number of pessaries, she noticed the pessary applicator petals were open before use. With some of these pessaries she proceeded to use them and sometimes it caused pain as she inserted it into her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.